Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder began smoking when it was plugged in outside the leg. It was unplugged, but began singing the drapes when placed on the table. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(4), 2010, for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).